Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on (B)(6) 2021. Visual inspection confirmed that the tubing connector on the distal end of the cassette module was completely separated from the tubing. There was a build up of leaked drug at the spot where it had disconnected. The reported issue was confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00082.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "she said her pump was leaking everywhere. Pt could not tell where it was leaking from but said the medicine was empty and it is not supposed to end until tomorrow." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).